Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead triggered by high rate non-sustained episodes (hrns) and sensing integrity counter (sic), t-wave oversensing (twos) was noted on hrns. It was also noted that there was apparent undersensing on the right atrial (ra) lead. The leads remain in use. No patient complications have been reported as a result of this event.